Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead noted loss of capture and high out of range impedance measurements. A lead fracture was suspected, but was not visually confirmed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.